Event description:
Customer reported that the pump battery would not charge resulting in pump shutdown. Customer's blood glucose (bg) was 24 mmol/l. Reportedly, customer fell with pump and was no longer responsive. The customer reverted to manual injections for insulin therapy.